Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The pump animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the ok button is not responding properly.